Manufacturer narrative:
Concomitant medical products: a7700-25 mechanical valve, implanted: (B)(6) 1993; a2dr01 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited undersensing p waves, and no capture. The ra lead remains in use. No patient complications have been reported as a result of this event.